Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument stopped to respond to surgeon side console (ssc) master tool manipulator right (mtmr). There was no alarm. The system restart didn't help. According to the detailed troubleshooting, there is a loose magnet on the grip. As the problem occurred at the end of the surgery, it was successfully completed in one hand configuration on the da vinci system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter confirmed that the mtm was working previously during the procedure until the problem occurred. The system was inspected by the customer prior to use, there was no any problem/damage found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and the loose magnet issue on the grip was confirmed and replicated. The lever magnet was found to be glued to the grip lever during visual inspection. The mtm was installed on the golden system and the issue was replicated. The mtm was also installed on a patient cart fixture test platform (pftp) and issues were found the grip levers and lever magnet. The root cause is attributed to the grip levers and lever magnet.